Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported adverse impact to the customers blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.